Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: complaint summary: screw at swivel arm broke. So that position of monitor can no longer be changed. No harm to patient, no delay in surgery. Surgery could be completed. Investigation summary: the device was received at cq. Upon visual inspection, it was noticed that the handle/screw on pivot arm cross beam was found to be broken and it was not received. The complaint is confirmed. Further observation shows that the handle was found to be bent. Furthermore, no lot numbers were supplied which precludes conducting a manufacturing record evaluation. No definitive root cause could be determined; however, it is likely that the device was being dropped or mishandled. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). The lot number is unknown at this time.

Event description:
It was reported by affiliate via email the primary multi-direct monitormnt. The screw at swivel arm broke, so that position of monitor can no longer be changed. Procedure was completed with the same device. No harm to patient, no delay in surgery. Surgery could be completed. The device is not available to be returned for evaluation.